Event description:
Related manufacturer reference number: 2017865-2022-19330. It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) lead was found to have exhibited low impedance measurements and the right atrial (ra) lead had automatic mode switch (ams) episodes from noise oversensing. The rv and ra leads were capped and replaced on (B)(6) 2022. The patient was in stable condition throughout.